Event description:
Event description guidant received information that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the hospital after shock delivery. Interrogation of the device showed a shorted lead condition. The defibrillation portion of this right ventricular transvenous defibrillation lead was surgically capped and a new right ventricular transvenous defibrillation lead was implanted for defibrillation purposes. The rate/sense portion was surgically capped, as the chronic lead was still in service for rate/sense purposes. The ICD was explanted and replaced with another ICD. The explanted ICD showed visible damage to the titanium casing.